Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue through review of the reported issue. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. No parts have been returned to the manufacturer for analysis.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that in trajectory views, the cad model of the probe would flip when navigation was frozen and then flip back to the correct orientation when navigation was unfrozen. The issue was intermittent but happened around 50% of the time. There was no patient present when this issue was identified.